Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, four crease smooth opening assessed to a fold flaw opening and a broken crease smooth opening assessed to a fold flaw opening and missing piece of the shell assessed as to inconclusive. Additional observations: crease fold observed in the device. White calcification observed in the surface of the device. Wear abrasion observed in the device. Observed what appears to be like crater appearance on shell surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against right device. Device has been explanted and replaced.